Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received a low result of 2.2 mmol/l. The patient did not have any symptoms of hypoglycemia and tested again some time later (exact time not provided) receiving a result of 17.2 mmol/l.